Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 10/10/2014. The fse observed that differential (diff) parameters were out on 5c normal control caused by a clogged stabilyse delivery line to the mix chamber. The fse replaced the pharmed tubing at the pinch valve to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported receiving erroneous differential results for the abnormal control level ii 5c on a coulter hmx hematology analyzer with autoloader. A review of the control data shows the control was recovering ne% (neutrophil percentage) low with ly% (lymphocytes percentage) high. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.